Manufacturer narrative:
The customer's meter and two vials of strips were received for investigation. The products were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. (B)(6)/ all results were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material met the specification. The patient samples were always identified as blood. No error messages occurred. The samples were detected as blood (no "c" with result). Results shown with "c" mean that the applied specimen was detected as control solution which may occur if the hematocrit value is very low or due to faulty blood collection such as contamination of the sample with sweat, lymph fluid, water, or alcohol.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The initial result was 2.8 inr and then with a retest minutes later, the result was 2.1 inr. The customer states there was a "c" next to the results. They had noticed this code on previous tests for this patient, but not on other patients. The customer retested using a different meter and a different lot number of strips. The result was 2.2 inr which the customer believed this result to be correct. No treatment was provided based on the results from the first meter. There was no adverse event. The customer did not think the patient was anemic. The patient had no heparin therapy, no antiphospholipid antibodies, and no direct thrombin inhibitors. There were no changes to the coumadin dosage, no new medication, no diet changes, no additional illness, and no bleeding or bruising outside of normal. The therapeutic range was 2.0-3.0 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 168936-11) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable and retention material performed as specified.